Manufacturer narrative:
The ICD and two fragments of the lead were returned for analysis. The analysis of the ICD showed no indications of a malfunction of the device. The capability to provide therapy was confirmed and the ICD sensed supplied signals free of interference. The inspection of the lead fragments showed multiple signs of abrasion and a frayed insulation, especially between 14 cm and 7 cm proximal of the tip electrode. This damage is with high probability the cause of the oversensing complained about. In addition, the ingrowth of the lead mentioned in the complaint text could be confirmed. Tissue residues were found mainly in the area of the shock coil. Based on the analysis results, massive mechanical stress of the lead in the implanted state can be assumed. It cannot be rules out that the movability of the lead was restricted by the ingrowth, which might have contributed to the detected error pattern. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. The manufacturing process of these devices was reviewed. All manufacturing steps had been carried out correctly. The production documents were without anomalies. These devices did not have material defects ot manufacturing errors.

Event description:
Ous MDR - it was reported that the lead was explanted approximately 94 months after the implant due to oversensing. The lead reportedly showed signs of severe ingrowth during the extraction procedure.